Manufacturer narrative:
A portex bivona custom 6.0 flextend sample received and visually inspected. No defects or anomalies were identified. The device was compared to the manufacturing template. The curve of the shaft matched the template. Review of the DHR for the complaint sample did not reveal any non-conformances. The investigation determined that the returned device was built per the template and was within the manufacturing specifications for a customized flextend device. Since the manufacturing tolerance for the distal tip of a flx-ped-060-3 is 15 +/- 10 degrees, the complainant may need a tighter tolerance on the distal tip. No fault found.

Event description:
Information was received that during the use of a smiths medical portex bivona custom 6.0 flextend ns the tube was not fitting the patient correctly and was hurting the patient's trachea. A tracheostomy tube change out was required. No additional adverse patient effects.